Event description:
On (B)(6) 2020, a patient underwent a posterior spinal fixation procedure from l2 to l5. On (B)(6) 2024 the patient presented with back pain. Evaluation of the patient identified the left l5 pedicle screw had broken. No indication of a revision surgery being conducted or planned has been provided. No additional information was provided.

Manufacturer narrative:
No device was returned for evaluation; as no information on a revision surgery being conducted or planned has been provided, the device is likely still in situ. A review of the radiographs provided was able to confirm the reported event as the left l5 pedicle screw can be seen to be broken along the threaded portion of the screw shaft; whether a full-thickness fracture occurred could not be determined from the images provided. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implants may eventually loosen, bend, or break. Information on whether the patient had achieved full fusion was not provided. Information on the patient's activity level was not provided. Based on the information obtained, the root cause of the reported event is unable to be determined conclusively, but may have been the result of or combination of delayed fusion/non-union and patient activity. If any additional information is obtained that would alter the information provided in this report, a supplemental report will be provided. Labeling review: "potential adverse events and complications... ...as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union...". "Warnings, cautions and precautions... ...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...". "..these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant...".